Manufacturer narrative:
(B)(4)

Event description:
Medtronic rep reports pt was unable to recharge or adjust stimulation. The ins was found to be overdischarged since pt had not recharged for over 30 days. Pt education issues were the primary reasons for overdischarge. Pt saw hcp but he didn't have a programmer available to check her system. Device was also exposed to electrocautery during pt's ovarian surgery. When troubleshooting was done, impedance readings on 12 out of 16 electrodes were found to be greater than 3600 ohms. Pt reports loss of therapeutic effect after surgery but it took her 9 weeks to realize her pain was increasing and to try her system only to find it wasn't working. Pt also reports a previous fall but no further details were given. Additional info has been requested and if received a follow up report will be sent.